Event description:
It was reported that the door for the programmer's cord was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the tabs on the power cord bay door were broken and therefore the power cord bay was replaced. Analysis also found that the right antenna failed its functional test and the right antenna was therefore re-torqued and that the programmer also failed the utem calibration value tests and therefore the link electronic module (lem) board was replaced. (B)(4).